Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. The insulin pump was received with unresponsive buttons due to corroded keypad traces. We were unable to confirm unexpected restart alarm due to unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump keypad buttons are not working before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.